Event description:
It was reported the patient experienced a shocking or jolting sensation. It was reported the patient had seen 2 physicians who think the patient needed surgery. No scheduled surgery was reported. It was stated the patient ¿currently had a cracked wire or short in system or battery was going haywire because they were got severe jolts.¿ the patient¿s symptoms began 3 months prior, when they had slipped on ice. It was reported that since 3 months ago, the patient had been seen by a manufacturer¿s representative and used the patient programmer and didn¿t see ¿anything amiss.¿ it was reported that when the patient turned adaptivestim off, the sudden jolts had quit. It was stated the patient was charging more than expected. It was noted the battery charge used to last 2 weeks and it would now only last 1 week. Approximately 4 weeks later it was reported the implant battery felt like it was ¿coming of the skin¿ again. It was reported the patient couldn¿t wear clothes because it hurt so bad. This had reportedly started when the patient had their fall. It was later reported a manufacturer¿s representative had met with the patient. Impedances readings with the clinician programmer were taken and everything was within normal limits. No malfunctions were seen or cause of issue determined. The patient was planning on going to a new doctor to have the system potentially x-rayed and replaced if necessary. It was noted the patient was having trouble getting a surgeon to accept their insurance.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was reported that the patient's stimulation was "arcing or sparking" in the patient's body. The patient said it hurt bad when this happened. The occurrences were intermittent and random, not just when she was in a specific position. The patient said it was like she put her finger in a light socket, and it would wake her up out of her sleep. The patient said the stimulation was felt through her back into her legs. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
(B)(4).